Event description:
It was reported that the device was used during a esophagogastrectomy. After firing the device, the surgeon noted that it was very difficult to remove the device. Once removed, it was noted that the washer was not completely cut and only the posterior portion of the anastomosis had been stapled. On the anterior sectiion of the anastomosis, the device did not cut, and the laid staples were malformed. Another device was used to complete the anastomosis. There were no consequences to the pt.